Event description:
It is reported that the device was implanted in 1992. Revision surgery occurred in 2008 due to wear.

Manufacturer narrative:
Evaluation: it is reported that the knee was revised after 15 years and the explanted articular surface was found pitted and worn. No product received for eval. Also, x-rays are not available for review. Device history records are conforming indicating that the parts were manufactured and packaged to specification. The cause of the problem could not be determined due to insufficient info. Evaluation: no product was returned with the complaint for review. The device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specifications.